Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
An ophthalmic surgeon reported that a liquid/gas substitution dysfunction occurred during a procedure. The procedure was completed after replacing the product with another one. The product sample was retained. No additional information is expected.

Manufacturer narrative:
The device history record review showed the product was released per specifications. The auto infusion valve (aiv) manifold was tested. The pressure was incrementally increased until the valve actuated. The sample was found to be non-conforming due to the higher than expected cracking pressure. The customer should be reminded that the dfu states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The root cause of the customer¿s complaint was the failure of the device to switch from fluid to air whereby the aiv failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). The manufacturer internal reference number is: (B)(4).